Manufacturer narrative:
(B)(4) additional device implanted: pxc121400/12801998. (B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 48.0 mm in diameter, and a right common iliac artery aneurysm measuring 30.5mm in diameter. The patient was implanted with gore excluder aaa endoprosthesis featuring c3&#59396;delivery system and the right internal iliac artery was covered and embolized at this time. Intraoperatively, a large flap of calcified plaque was found within the right common femoral artery and an unplanned endarterectomy of the right common femoral artery was performed. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2014. The event was reported to be related to the procedure.